Event description:
It was reported that two cassettes leaked during use. The incidents happened on two separate occasions. There was no pt injury or intervention. The first cassette was disposed of. The second cassette returned to summit medical.

Manufacturer narrative:
One cassette discarded and not returned for an eval. One cassette returned. Cassette leaked at the bond site where the c-flex tubing meets the pvc tubing. There is an insufficient amount of glue at the bonding site.